Event description:
New information received indicates that the device was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with rapid battery depletion. Review of the merlin.net transmission revealed a sudden drop in battery voltage. The device replacement was suggested, but not scheduled yet.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.